Manufacturer narrative:
A2 date of birth: date of birth was reported as "1984". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized. It was not reported if the patient received treatment for the event. The patient was discharged twenty-one ((21) days after hospital admission and recovered from the peritonitis event. It was reported that twenty-three days (23) after event onset, pd therapy was discontinued. No additional information could be provided because the reporter declined for follow-up.